Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during device changeout, visual inspection of the right ventricular (rv) chronic lead revealed an insulation breach near the yoke, involving the pace/sense portion. It was also reported that the breach could have occurred during the device changeout. It was further reported that a venogram showed occlusion in the vascular; therefore the physician decided to repair the visual lead breach with medical silicone and a sleeve. The rv lead remains in use. No patient complications have been reported as a result of this event.